Event description:
The customer reported that the system intermittently would not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the high voltage interconnect cable and re-seated all video connectors. The system operates as intended.